Event description:
It has been reported to philips that fluoroscopy was intermittently not working. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and found a problem with the system software. The fse reloaded the software, performed configuration, calibrated the system and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Remote service engineer (rse) inspected the system remotely and confirmed that fluoroscopy was intermittently not working. The philips field service engineer (fse) was dispatched to the customer site to investigate the problem and found system software was corrupted, fse reloaded software and done necessary configuration and calibration. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.